Event description:
Customer tested a pt sample for hcg using a qualitative method and the result was positive. The same pt sample was then tested by the stratus ii for bhcg, undiluted and diluted. The undiluted sample was negative and the diluted sample was >5000 mlu/ml. The undiluted sample was questioned as a false negative. The result was not reported to the physician. The pt's treatment was not altered and there was no adverse event. Customer did not return sample to dade for testing because they had verified the positive result. There was no indication of a malfunction. The possibility of an incorrect sample tested was possible.